Event description:
It was reported an (B)(6) patient received her hip approximately 10 years ago during a mission to (B)(6). The surgeon states a revision surgery is needed because the implant has fractured.

Manufacturer narrative:
Information received indicates the devices that are to be revised are not smith & nephew devices. Therefore, this report was submitted in error. (B)(4).